Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. The patient was brought into the clinic and upon interrogation of the pacemaker, the rv lead was found to have exhibited intermittent capture. Programming changes were made to address the issues. The patient was in stable condition throughout.